Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06631 was provided in sections b2, g3, and h1, and h6.

Event description:
The user facility reported a 64-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after 5 days the patient expired from underlying medical causes. There was no pump malfunction or harm/injury/ae attributed to the use of the pump. Approximately a week after the explant the team was notified of a cerebral vascular accident (cva) occurring during the support that could be related to the use of impella. The cat scan revealed either a cerebral hemorrhage or infarction had occurred.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.